Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for material number 301031 and lot number 0003670. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in this investigation, one photo sample was received for evaluation by our quality team. The photo shows the case label with a drawing of a luer slip syringe. The label is printed correctly as there is only one drawing for all the different types of luer tip syringes printed on packaging. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 1 photo was provided. The photo shows the case label. The label has a drawing of a luer slip syringe. The label is printed correctly according to the specification. There is only one drawing for all the different types of luer tip syringes. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: confusion with one drawing for all syringe luer tip types. Rationale: based on the investigation and with the photos provided the symptom reported by the customer is confirmed. It is recommended that the hypodermic marketing contacts this customer to inform them about our labeling. This lot was produced for (B)(4) units. This is a cpm of 7.4.

Event description:
It was reported that the outer label of the bd luer-lok¿ syringe incorrectly showed the device to be a luer slip syringe. This was noticed prior to use. The following information was provided by the initial reporter: "while performing the incoming inspection on this batch, the inspector found that the image/diagram of the syringe tip is incorrect on the outside label on the boxes for this product. The outside label on the boxes has an image of a luer slip tip syringe but this product is a luer lock tip syringe. The vendor part number (301031) and the syringe (20ml luer lock) inside are correct for this product."